Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, severe leaflet calcification, coronary ostium height) likely contributed to the coronary occlusion and cardiac arrest post valve deployment, and subsequent placement of a coronary stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post implant of a 26mm sapien 3 valve in the aortic position, a coronary occlusion was noted. A guide wire was placed, and a stent was implanted. During a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a sapien 3 valve was implanted in the aortic position. After valve deployment, the patient had a heart attack and heart massage was quickly started. The left coronary was engaged with a catheter. The coronary angiography showed a sub occlusive occlusion with non-identify material. It was determined that before the valve deployment, the left coronary was free. The occlusion was crossed with a pilot guide wire and the common trunk was stented. At the end of the procedure, the patient was hemodynamically stable. A heart echocardiogram was performed. No pericardial hematoma or paravalvular leak were found. At the time of the report, the patient was doing well after the procedure. The valve remains implanted in the patient. The native annular valve area measured 450mm2 with severe annular calcification, severe aortic root calcification and severe native leaflet calcification reported. The left coronary ostium height measured 12mm and the right coronary ostium measured 17mm. No pre-existing cad was reported.